Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h317 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h317 for the reported issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. A review of the photograph shows a leak within the pump tubing organizer (pto) in the area around the blood filter. The exact location of the leak could not be determined based on the photograph. A material trace of the related components used to build lot h317 did not find any nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated approximately 144 ml of whole blood was processed when they noticed a leak coming from the bottom of the pto. The customer reported after the purging air phase of the treatment was completed they switched the line configuration from single needle to double needle mode. The customer reported after the configuration was changed the leak was observed. The customer aborted the ecp treatment and did not return residual blood to the patient. The customer stated the patient was stable. The customer has returned a photograph for evaluation.

Manufacturer narrative:
Outcomes attributed to adverse event: (unchecked) life-threatening. Mc: (B)(4). P.t. 09/25/2019.